Event description:
Integra received a report regarding a 1104 hmt micro ventricular bolt intracranial pressure - temperature monitor catheter, which "stopped working after 4 days".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.